Event description:
It was reported to manufacturer by facility, and nursing, that they are having bed panel issues, the bed panels are falling off and need to be replaced. Facility stated a resident or two placed their hands on the bed panels and when the panels fell off, the residents received abrasions and or bruising. Medical attention received at the facility. Manufacturer product manager worked with facility, sent out letter to facility, and requested sending out brackets, screws, and extenders to repair the panels affected.